Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had changed her set this morning, however her blood glucose has gotten up to 400mg/dl and stayed high even after another set change. So, she did it a third time to no avail. The customer treated for high blood glucose with pens. The insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.